Event description:
"Re-admitted with erosion of periurethral transvagnial sling graft, with vaginal discharge and pain. In surgery, graft was removed, irrigation of a small amount of fluid, drainage of small abscess."